Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer experienced no-flow issues with the clearlink secondary medication set. The customer stated that the no-flow occurs during secondary infusions. The number of incidents reported was "approximately five. The clearlink set was connected to a non-baxter pump set and the infusion was set up to run on a non-baxter pump (flow rate unknown). There was no patient injury or medical intervention associated with this event. No additional information is available.